Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter quality engineering review of the event history on july 6, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported failure code 810:11 was confirmed but not duplicated. The reported condition is due to damaged wires from the phm (pump head module) to the ail pcb (air in line printed circuit board). The phm was replaced to correct the reported condition. (B)(4).